Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic supracervical hysterectomy, bso and anterior posterior repair, and cystoscopy; due to mixed incontinence, uterine (B)(6) 2009. It was reported that the patient underwent excision of sling/mesh revision on (B)(6) 2010, along with urethropexy and cystoscopy due to mesh malfunction, urine retention, and bladder neck obstruction. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling and the uphold vaginal support system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.